Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting the extension.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
Additional information from the health care professional of the clinical study reported the event was possibly related to the surgery/anesthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot# 0208999019, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had severe lower abdominal pain. The pain persisted following removal of the lead. The patient had some residual pain in her lower abdomen at the 9 month study visit. Interventions included surgical exploration on (B)(6) 2015. The lead was explanted. Interventions included a medication adjustment specifically gabapentin tablets and lidocaine patches prescribed on (B)(6) 2015. Diagnostic methods included x-rays which showed scoliotic spine, intra operative x-ray suggests midline position, laterity difficult to judge post op because of scoliosis. The patient had a physical/neurological exam which showed that the abdomen was soft but tender suprapubically. Laboratory testing showed nothing of clinical significance. A chest x-ray was normal. The etiology was unlikely related to the device or therapy and possibly related to the procedure. The etiology was noted as other, possibly positioning related during implant procedure and possibly functional similar complaint many years ago with no diagnosis reached at the time despite investigation. The event resulted in in-patient or prolonged hospitalization. The event required medical or surgical intervention to prevent life threatening illness or injury or permanent impairment. The outcome was reported as ongoing.